Event description:
It was reported to boston scientific corporation on december 10, 2008 that a stonetome stone removal device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008. According to the complainant, "the nurse noticed that the cut wire was bent during set up". The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.